Manufacturer narrative:
Section a3a, a3b, a4 and a6: unknown, information was requested but not provided. Section a5: ethnicity: the exact ethnicity is unknown/not provided. It was reported as "caribbean". Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made with the customer to obtain additional information, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was scratched which was found upon insertion of the lens into the left eye of the patient. It was noted that the imperfection on the lens could have resulted from user error. There was no cartridge tip damage reported. The lens was implanted in the left eye of patient and then removed. A backup lens of the same model and diopter was implanted as a replacement. There was no patient injury reported and no medical or surgical interventions reported. No further information was provided.